Event description:
The customer reported the system displayed both kv on in error and high kv error messages and would not fluoro during a procedure. The case was completed. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.